Manufacturer narrative:
No investigation or root cause analysis could be conducted given that no complaint sample was returned. Therefore, the investigation could not confirm whether a quality related issue has resulted in the customer reported problem. No discrepancies or abnormalities related to the complaint were identified during a lot history review. No correction or corrective actions will be conducted by the manufacturing facility at this time, and the complaint information will continue to be monitored.

Event description:
It was reported that after the IV catheter was inserted, the valve did not stop the blood from flowing back. There was no patient harm/adverse event reported.